Event description:
It has been reported to philips that upon startup, the monitor displayed a blue screen. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that monitor displaying incorrect colour intermittently. The engineer replaced the monitor and returned the device to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.